Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the mtm and completed the evaluation. The reported failure was able to be reproduced during sine cycle. The following parts will be replaced as a fix: esmb pca, black and white ffc's, axis 1 pot. The failure was noted to be due to a component failure. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 25521 (communication link problem) and error 1 (power supply voltage out of range) pointing to the right mtm. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a benign hysterectomy procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was unable to control arm 3 and 4 and was receiving error messages pointing to the right master tool manipulator. There was no reported injury to the patient, but it is unknown if the procedure was completed with all 4 arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted technical support from outside the operating room and reported that the surgeon was unable to control arm3 and arm4. The csr stated there was a message to disable the arm. The isi technical service engineer (tse) reviewed the live logs and found errors 25521 and error 1 pointing to the right master tool manipulator (mtm). The logs reveals that the customer attempted to restart the system mid-procedure and the fault returned. The tse recommended a hard power cycle on the surgeon side console (ssc). The csr was going to help the customer perform another power cycle and would call back once a hard power cycle was performed. There was no reported injury. The csr called back and stated the customer was able to complete the case using 1 arm from the ssc. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.